Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings were as follows: dents on distal edge of objective frame; dents on distal end of outer tube; video connector was cracked on side; and there were scratches on the serial number plate. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a colored image. The event occurred during preparation for use in a diagnostic transurethral resection of the prostate procedure. The procedure was performed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to improper user handling. Olympus will continue to monitor field performance for this device.